Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when interrogating the device, the programmer locked up with an error code. It was also reported that after recycling the power the error did not clear. No patient complications were reported as a result of this event.